Event description:
It was reported that a patient underwent an eyelid suspension procedure on an unknown date and suture was used. During the procedure, the thread ripped. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: there was no negative result about the patient, the procedure was completed with another brand of suture. Please confirm number of devices that had suture breakage and bending issue during the procedure. 4-5 units a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch report - 2210968-2021-06762, 2210968-2021-09082, 2210968-2021-09083.